Manufacturer narrative:
Product evaluation: analysis results not available; device discarded by user facility.

Event description:
It was reported that during an msdl (direct laryngoscopy) to treat polypoid corditis, the patient was intubated and both a laser and coblater were being used to remove the polyps. During the procedure, the doctor was using neuray patties in the patient's esophagus around the vocal cords. When the doctor removed one of the patties and handed it to the circulating nurse, they noted that the string was missing from the device. Because they were already scoping the patient, they used the scope to try to locate the string; however, it could not be found. They also searched suction tubing and filter, but they could not find the string. They stated that they did not pull on the string when removing; they just noted that it was missing once the pattie was out. Because the patient was intubated, the cuff would have blocked the passage of the string. They stated that there is a high possibility that the string did, in fact, come out with the pattie, but because of its blue color and small size, was lost on the blue sterile draping; however, the potential of it being in the patient still remained. There was no patient impact immediately following the procedure, and upon the patient's scheduled follow-up, the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.